Event description:
It was reported that the right ventricular lead impedance increased and is high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the right ventricular lead impedance increased and is high. It was further reported of the inquiry regarding the potential of a lead fracture and connector fit due to the high impedance. The possibility of a device connector issue remained a concern even though previously was not confirmed. However, the device was changed out anyway due to eri (elective replacement indicator) and the lead remains in use with no further impedance issues reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.